Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer did not turn on, using a test power cord and battery. The computer platform was out of specification electrical. It was also determined at analysis that the backup battery no longer charged, the battery was replaced. The software was reloaded and updated. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer would not turn on. Plugging the power cord in caused the lights to flash, when the power button was pressed on the programmer it made all the lights go out and would not boot up. During trouble shooting the battery was removed and the power cord was plugged in, but the same issue remained. The programmer was returned for service. There was no patient involvement.